Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cystectomy, the device jaws became difficult to open and the knife became difficult to advance after using it for a while. The issue could not be solved by cleaning so they stopped using the device. Another device was used to complete the procedure. There was no patient injury.